Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion set was dislodged on (B)(6) 2024. High blood glucose level was displayed high and treated by correction bolus via pump. No further information was available.